Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's software was re-loaded and sd card replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's software was reloaded and sd card replaced to address a ventilator inoperative alarm condition. During the evaluation of the device at the manufacturer's service center, the device failed to power on. The manufacturer found the customer had disconnected all the internal wiring. The device's wiring was reconnected to address the issue.